Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised with unknown reason. Update nov 13, 2017: litigation received. Litigation alleges pain and discomfort, loss of mobility, metal debris shedding into the bloodstream, metallosis, tissue damage and fluid build-up. Added new complainant information. This complaint was updated on: nov 13, 2017. Update dec 13, 2017: plaintiff's preliminary disclosure received. Updated comorbidities. This complaint was updated on: december 13, 2017.

Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised with unknown reason. Update (B)(6) 2017: litigation received. Litigation alleges pain and discomfort, loss of mobility, metal debris shedding into the bloodstream, metallosis, tissue damage and fluid build-up. Added new complainant information. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Patient was revised with unknown reason. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.